Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds and low defibrillation impedance due to lead fracture on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in unknown condition.

Manufacturer narrative:
Correction: h6 lead not returning.